Event description:
The left carotid artery stenting procedure was completed without incidents. On the next day, the pt was noted to show some right arm weakness, right facial droop and slurring of words. A CT of the brain did not show an intracranial bleed. The event was diagnosed as a transient ischemic attack. Symptoms had improved the next day. The neurologic exam showed some speech difficulty at the 30 day follow up which were attributed to a recurrect tia. The study adjudication committee adjudicated the promary event as a stroke. No other events have been reported for this pt. No additional information is available.

Event description:
It was reported that after a successful left carotid stent procedure using two rx acculink stent delivery system, the pt experienced a transient ischemic attack (tia) drug treatment used was heparin. This event was sent for adjucication. The adjudication results were received in 06/2005, indicating that this event was a stroke.